Event description:
The lay user/pt contacted lifescan in 2006 and alleged that his one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) called and spoke with the pt one day later, who provided add'l info. The pt informed the mas that he has had the subject meter for about a year and tests his blood glucose 4 times a day. For the last 3 weeks, he has noticed an "increase in the readings" and was getting concerned since he was basing his insulin dosage on the sliding scale, which in turn is based on the meter readings. The pt reported that on may 20, 2006, he tested in the morning on the subject meter with a result of 205 mg/dl. He was asymptomatic at this time. Based on his morning insulin regimen, he took 35 units of nph and added 4 units of humalog (sliding scale). The pt also took symlin (an antihyperglycemic drug-20 units/each meal). About 45 minutes later, he started experiencing low blood glucose symptoms (shaky, light headed, weak, sluggish). He called his doctor and was told to come into the office right away. Within the next half hour, the pt took his meter to the doctor's office and performed a meter to doctor's meter comparison, where the subject meter reading was 199 mg/dl, and the doctor's meter result was 170 mg/dl, performed simultaneously. The meter was within specifications for comparing one meter to another. The pt was not given any treatment for diabetes, but was advised to continue his monitoring and rest. The pt also informed the mas that his insulin dosage has been adjusted many times lately (however not at this doctor's visit), which could have contributed to the low symptoms. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement (mg/dl). The pt's testing technique was correct and he was also cleaning the puncture area correctly. This complaint is reported because the pt took insulin after obtaining the meter result and experienced symptoms that could suggest hypoglycemia, although the doctor's meter result did not confirm the diagnosis and the pt received no treatment for low blood glucose levels. A replacement meter, control solution, and test strips were sent to the lay user/patient.